Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable pacemaker exhibited right atrial (ra) undersensing, impedance measurements of less than 200 ohms, and high threshold measurements. A surgical revision was performed and the device was explanted and replaced to upgrade the patient's therapy. It was noted that the patient's ra lead was tested via the pacing system analyzer (psa) and the impedance issue could not be confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.